Event description:
It is reported that the customer is having no delivery alarm. Customer stated that she did a complete set since there was no insulin in the reservoir. Customer stated that she woke up with high blood glucose and insulin pump placed in suspend. Educated customer and stated wanted insulin pump replacement. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The download history file showed multiple alarms due to corrupted history files. There was no data list for july 2014. No suspend anomaly could be verified. The insulin pump was monitored for five days with no unexpected suspend noted. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.